Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03280 for the trapezoid rx basket and manufacturer report# 3005099803-2015-03432 for the needle knife. It was reported to boston scientific corporation that a trapezoid rx basket and a needle knife were used in the common bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm-sized stone. However, the handle of the basket broke and the basket failed to crush the stone, leaving the basket with the entrapped stone stuck inside the common bile duct. A sohendra lithotripsy system was not available to assist with retrieval of the basket and stone. A needleknife was then used to open up the sphincterotomy and remove the basket. The basket and stone were removed successfully from the patient. However, while using the needle knife a perforation occurred. The perforation was closed with a clip. The procedure was completed and there were no patient complications as a result of this event.